Event description:
Pt reported that, while priming a new insulin cartridge, the device displayed an empty cartridge error. They stated that when they removed the insulin cartridge, from the device, they discovered that insulin had leaked inside of the device's cartridge chamber. Pt indicated that there was no apparent damage to the insulin cartridge. At the time of the report, pt had already discarded the suspect insulin cartridge, and had switched to their back-up device.